Event description:
A report was received that a pt's precision system was explanted. The pt reported that the system was not providing stimulation and was also experiencing difficulty charging. The pt also reported that there was a tear in one of the leads. The physician was contacted but no additional info was available.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation.